Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced multiple occlusion alarms. Multiple supply changes were performed to address the occlusion and the occlusion alarms continued. No issues were observed with the supplies during the supply changes. Customer experienced an elevated blood glucose (bg) level in 700 mg/dl range and high ketones; ketone levels were identified as life threatening by healthcare provider. Customer received assistance from paramedics and was taken to the emergency room (ER) and subsequently hospitalized. Customer was treated with unspecified intravenous fluids and insulin to address bg. Customer was released from the hospital on (B)(6) 2020 with no permanent damage, and customer reverted to manual injections for insulin therapy.